Event description:
It was reported that during the implant attempt after the lead was flushed, tracked over the wire and placed, an "abnormal aneurysm" between the suture sleeve and pin portion of the lead was noticed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).